Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor on the angio-seal vip device was set and the compaction tube had been used to apply pressure. On removal of the vip device, sheath resistance could be felt. The operator was not able to gently remove the steath from its position. A vascular surgeon was called and he performed a dissection of the angio-seal vip. He was able to identify the suture which was subsequently cut. The puncture was sealed using this device. Hemostasis was achieved by the angio-seal device. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and update section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and provide the completed investigation results. One used 6fr angio-seal device and an unused device that was deployed outside the body were returned for evaluation. The actual device revealed that the hemostasis sheath was cut into two pieces. The cut appeared to have been performed with a blade and was proximal to the hemostasis hub. The device was in the full rear lock position and the suture appeared to be released as intended. No other damages or deformations were noted on the sheath or the carrier tube hub. The unused deployed device revealed no anomalies and the position of sub-components on it were consistent with deployment outside the body. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.